Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of wrench acc, showed no anomaly found. Final analysis of wrench acc, showed no anomaly found. Final analysis of wrench acc model, showed torque out of specification. Final analysis of lead cap acc, showed no anomaly found. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37085, implanted: (B)(6) 2012. Product type: extension: product ID 37085, implanted: (B)(6) 2012. Product type: extension: product ID 3387-40, lot# 0205776246, product type: lead: product ID 3387-40, lot# 0205788710. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician placed the lead cap on the lead (sn: (B)(4)). He used the blue torque wrench but noted that the screw was tight before the click was heard. He did not wish to continue tightening the screw as he was concerned about the screw damaging the lead. He confirmed that the cap was securely attached to the lead and then attempted to bury the lead cap under the scalp. At this point the surgeon could see that the lead had moved and the screw had gripped on the distal contact 0 resulting in it appearing to be visibly stretched. They opened a 3550-68 to test the integrity of the lead but the physician was unable to place the small stylet in the lead secondary to damage. They then opened a 3550-31 to test the integrity which revealed that all electrodes were within range. They then opened a 37085-60 and connected it to the lead. This was connected to the 3550-31 and tested. Again all electrodes were within range. The 37085-60 was cut just below the lead connector block and tunneled under the scalp. The wound was closed. The stage 2 was then conducted. They physician discarded the 37085-60 connector block. He then tunneled 2 x 37085-40 extensions and connected them to the leads. A post op impedance test was conducted revealing that all electrodes were within range. The physician was concerned that there was a faulty torque wrench in the lead kit. If additional information is received, a follow up report will be sent.